Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. Evaluation of the returned device was completed. The pump was returned on 09/03/2024 for complaint investigation and will be tested with all testing protocols to fully diagnose the device and try to replicate the reported malfunction. There was no indication that parts replaced during servicing caused or contributed to the reported issue. The reported malfunction that the end user experienced of "unit failed the 30 psi tests again. 30psi test failed at 17.50 and 21.0 psi" was unable to be replicated during functional testing. Pump was performing to specification. Root cause could not be determined, however the probable root cause is improper maintenance. When tested using our procedures the pump passed all tests. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/262024, znyo medical received a report from a customer reporting that the unit failed the 30 psi test. The 30psi test failed at 17.50 and 21.0 psi. No patient involvement, discovered during testing.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. The reported malfunction that the end user experienced of "unit failed the 30 psi tests again. 30psi test failed at 17.50 and 21.0 psi" was unable to be replicated during functional testing. The pump needed to be calibrated. The pump calibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #: (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 17.50psi and 21.0psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).